Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-107, s/n: (B)(4); smartablate pump, model # m-4900-109, s/n: (B)(4); soundstar catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered st segment elevation and a vascular dissection (requiring surgical intervention). The left ventricle was mapped and geometry was collected using the sound images. The focal point was identified at the non-coronary cusp and was ablated successfully. Post-procedure, st segment elevation was observed in unspecified ECG leads. Coronary angiography was performed. A partial left main coronary artery dissection was diagnosed. Patient underwent surgical repair of the dissection. Patient required extended hospitalization. Patient fully recovered and was discharged from the hospital. Cardiovascular medical history includes pvcs with an otherwise healthy heart. It was undetermined if the injury was related to the catheter, ablation, or other reasons. It was later noted that the surgeon indicated that the issue may not have been related to the catheter. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician does not believe that the injury was related to any bwi product malfunctions. There were no malfunctions reported with any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a 52 year old male patient underwent a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered st segment elevation and a vascular dissection (requiring surgical intervention). The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Additionally physician does not believe that the injury was related to any bwi product malfunctions.

Manufacturer narrative:
Additional information regarding this event was received on 4/25/2017: the surgeon doesn¿t believe the catheter had any particular issues, but he thinks the cause of the injury was likely manipulation of the catheter in the aortic root near the left coronary cusp. The surgeon does not think the injury is related to the catheter itself, but will be returning the device for analysis because he feels this type of complication is rare. The patient had no periprocedural complications, and was discharged 4 days postoperatively. A follow up performed 3 weeks post-procedure determined that the patient had no further issues, with a very low volume of ectopy. (B)(4).

Manufacturer narrative:
On 5/17/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).